Event description:
It was reported patient underwent comprehensive total shoulder arthroplasty on (B)(6) 2012. During the procedure, multiple attempts were made to screw the porous peg onto the glenoid base with no success. A new glenoid base and porous peg were opened and used successfully to complete the procedure with no patient injury and no surgical delay greater than 30 minutes.

Manufacturer narrative:
Decision was made to recall based on a manufacturing issue that was determined as part of an internal investigation. (B)(4).

Manufacturer narrative:
Examination of returned device found it to be out of specification. Investigation into this complaint is ongoing.